Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 425 mg/dl. Customer states that the insulin pump was not working, because they had to taking manual injections for carbs because they cannot take a bolus with the insulin pump. Customer states that insulin pump says resume on the bottom. Customer successfully resumed insulin pump. Customer successfully took a bolus. Customer declined to troubleshooting for high blood glucose and states it was due to insulin pump being suspended. The devices will not be returned for analysis.